Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip and cracked belt clip slot. The test infusion set and reservoir does not lock into place. However, insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test and rewind due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had case broken around reservoir compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.